Event description:
Respiratory therapist witnessed ventilator malfunction as "oxygen supply" alarmed - no oxygen supplied to ventilator. Patient removed from ventilator and bagged until replacement ventilator was in place. Patient monitored - no harm to patient.